Manufacturer narrative:
E1 - initial reporter address 1:(B)(6).

Event description:
It was reported that device entrapment occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified left iliac artery. A 12x40x75 epic vascular stent was advanced for treatment. However, during the procedure, the device stuck with a 0.035in non-boston scientific guidewire. The stent and the guidewire were removed together, and the procedure was completed with a different device. There were no patient complications nor injuries reported.